Manufacturer narrative:
Batch review performed on (B)(6) 2019, lot 175042: (B)(4) items manufactured and released on 09/27/2017. Expiration date: 09/07/2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional product involved reverse shoulder system 04.01.0172 glenosphere 36xø27 lot. 174278 (k170452): (B)(4) items manufactured and released on 08/28/2017. Expiration date: 08/20/2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 3 other similar reported event.

Event description:
The patient came in complaining of pain caused by a dislocation of the stem from the glenosphere (no loosening) 2 weeks and a half after primary. The surgeon revised the humeral reverse hc liner ø36/+0mm with a humeral reverse hc liner ø39/+3mm. The surgery was completed successfully.